Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. Patient was revised on (B)(6) 2013 for catastrophic failure of the left hip replacement. A girdlestone hip resection was done. It was noted that the shell was adhered to pelvic and bowel contents. No bowel was torn. No implants were reimplanted. It was noted that the patient had been non-compliment with weight bearing status after prior procedures. A radiology note from (B)(6) 2013 indicated loose cup and pelvic disassociation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.